Event description:
A caller reported an issue with a cartridge that leaked insulin. There was no adverse impact on the customer's blood glucose level. The caller received education on properly filling the cartridge before loading it onto the pump and was able to change the cartridge and resume insulin therapy successfully.